Manufacturer narrative:
G4 - premarket / 510(k) #: k111485, k170636. Device evaluated by MFR: the gw fathom periph device was returned to our post market quality assurance laboratory. Visual and microscopic inspection identified that the distal tip is broken and bent, and the guidewire is kinked at the proximal section. Also, the coating is peeled. However, the tip did not return detached only broken. This concludes the product analysis.

Event description:
Reportable based on device analysis completed on 18dec2025. It was reported that kink occurred. The non-stenosed target lesion was located in the moderately tortuous and non-calcified vessel. A 180x25cm fathom -16 guidewire was selected for use. During the procedure, there was a break and a kink noted 15cm in the distal end of the guidewire. The device was removed from the patient intact, and the procedure was completed with another of the same device. There were no patient complications as a result of this event. However, device analysis revealed the coating is peeled and broken.